Manufacturer narrative:
D9: 4/1/2024. One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the main pcb was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a problem with the flash memory. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. H3 - other: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.